Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was moisture behind the screen and the buttons don't work on the insulin pump. Customer stated that the buttons scroll up on its own while they enter carbs. Customer's blood glucose was 96 mg/dl. Customer stated that the pump had condensation and was foggy. Customer thinks that it could be caused by the humidity. Customer reported that there is fluid under the lcd display. Customer stated that the pump was not dropped. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.